Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech. Called for help on 8110 unit with error code 351.6660. Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: troubleshooting/ error codes. Case resolution: error code 351.6660 has to do with the linear sensor is inconsistent with the expected position, has to be replace confirm part number then transfer tech. To services repair to see weather unit is under warranty repair.